Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was previously a repeat dislocator. After close to a year of no repeat problems, patient noticed a squeaking noise and was x-rayed. Looked as though she had dislocated again and head was resting on lip of 10 "degress". Liner: during surgery it was found that the liner had fractured in two pieces and possibly had disassociated from the cup while in patient. Noticed damage on various parts of liner, marks on a head from metal on ceramic articulation. Cup was well fixed. Patient was revised to larger cup and larger head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot 373905. Device history review no related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.